Manufacturer narrative:
Pr 2509135 initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Imdrf annex e code health effect ¿ clinical code: e2403. Imdrf annex a code medical device problem code: a041001. No samples or photos were available for evaluation. Unfortunately, as a result, bd was unable to verify the reported issue or define a root cause at this time. Previously investigated records from the sample facility/reporter were investigated and it was determined the supplier, baldur systems corp, of the gloves were informed and asked to start an investigation to reach a potential root cause. Production record review was unable to be completed as batch/lot information is unavailable. No further actions are required at this time. This failure will continue to be tracked and trended.

Event description:
It was reported that the gloves has holes.